Manufacturer narrative:
The complaint could not be confirmed. The device passed incoming testing. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing. The epg was returned for service. No patient complications have been reported as a result of this event.